Event description:
The (B)(6) pharmacy was compounding a bag of paclitaxel, is an aviva 0.9% sodium chloride 250 ml bag. This bag contained a phasal infusion adapter, which was attached at the port. During compounding, the phasal came unattached from the bag, leading to leaking of chemotherapy from the bag and contaminating the product. This product did not make it to the pt; however, we have had other bags of chemotherapy (which contained a phasal) and it came unattached while the medication was hanging on the pt.